Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunter tulip filer. PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: subject is a (B)(6) year old male consented in preserve (B)(6) 2017 and had cook gunther-tulip¿vena cava filter placed on (B)(6) 2017 for prophylaxis in the absence of deep vein thrombosis or pulmonale embolism, prior to sleeve gastrectomy surgery in the setting of morbid obesity. On (B)(6) 2017, filter migration was discovered while retrieving the ivc filter. The migration pre-dated the retrieval. The filter was found to have migrated from l2 to l4, measured at 6.4 cm caudally. The physician considered the event expected and definitely related to the ivc filter or procedure. Patient outcome: resolved with sequelae. No known impact or consequence to the patient.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: a tulip filter was placed on (B)(6) 2017 for prophylaxis in the absence of dvt or pe, prior to sleeve gastrectomy surgery in the setting of morbid obesity. On (B)(6) 2017, filter migration was discovered while retrieving the ivc filter. The migration pre-dated the retrieval. The filter was found to have migrated from l2 to l4, measured at 6.4 cm caudally. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to instruction for use tulip filters are intended for use in prevention of recurrent pulmonary embolism. There are adequate controls in place to ensure the device was manufactured to specifications. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. No images were obtained and based on the limited information provided it is unknown what have caused the filter to migrate, but it is noted that the filter was placed prior to surgery. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.